Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery even after set and site changes. Customer's blood glucose was unknown. Customer was pregnant and requested for insulin pump to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation. No unexpected insulin flow blocked alarms noted. The insulin pump had cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads, keypad overlay texture damage and minor scratches on the lcd window.